Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. It was reported that the entire system was removed on (B)(6) 2016 due to a suspected infection. It was unknown if there were any environmental, external, or patient factors. It was also unknown if there were any diagnostics or troubleshooting performed. The issue was resolved at the time of the report and the patient status was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.